Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the surgeon inserted the ventricular catheter; there was flow of cerebrospinal fluid (csf). The peritoneal catheter and shunt were then inserted; csf would not flow to the abdomen. After flow could not be achieved, a second shunt was required.